Event description:
Note: the date of event is unk. On august 19, 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, after the prolieve procedure was completed, "the pt ended up in worse condition than before the procedure". In particular, the pt was not in need of a catheter before the procedure and had to have a catheter afterward. There is no further info available regarding the pt.

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device MFR date and exp date can not be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.